Event description:
Reported due to arterial dissection requiring surgical intervention. The physician successfully performed an arteriotomy closure with the perclose proglide device following the placement of a carotid stent. Fluoroscopy was performed prior to the closure with the following results: size of the vessel was "adequate, "condition of the vessel was "acceptable for perclose," and the site was confirmed to be in the right common femoral artery (cfa). Two (2) hours following the procedure, the pt began to experience leg pain and loss of pulse. The pt was diagnosed with an occlusion of the cfa that was caused by a "foot plate related dissection." It is unknown how the dissection was diagnosed. The pt was taken for a right common femoral artery endarterectomy. On an unknown date, the pt "expired from an unrelated massive myocardial infarction (mi)." Although requested, no additional information was provided.